Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. The insulin pump had minor scratched display window, cracked case at the display window corner, cracked battery tube threads, cracked reservoir tube lip and cracked lcd window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump keypad buttons are not responsive. Troubleshooting found that the pump may possibly have been exposed to an MRI machine. The customer indicated that their blood glucose level was normal. Customer did not provide any additional information.